Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited auto mode switches due to noise and far r wave over sensing. A chest x-ray would be scheduled.